Event description:
Positive advia centaur xp toxoplasma g results were obtained on a pt sample when compared to other methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.

Manufacturer narrative:
The cause for the false positive toxoplasma g result is unk. The calibrations and daily qc were within range for all the runs. The instrument is performing within specifications. No further evaluation of the device is required.